Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels was 53 mg/dl. The customer did not experiences any symptoms related to the low blood glucose. The customer stated that the insulin pump had multiple pump error alarm. Troubleshooting was performed and they were able to clear the alarm and complete the rewind. The self test was passed. The product was not returned for analysis.